Event description:
Once inside the patient with the robotic scope, the endobronchial view and electromagnetic field from the scope went down and the case had to be aborted with that scope and restarted with a new scope. This caused another charge for the second scope and delayed the procedure by over 15 minutes by having to completely restart the navigation registration. This was a safety concern because we lost scope view while still inside the lungs.